Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances noted on one of the leads. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted leads will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7096614.